Manufacturer narrative:
A DHR review was not possible as no lot information was provided. A review of all non-conforming product was conducted. No issues were found pertaining to ref (B)(4). During the investigation of the returned sample, it was found that a small slit was cut into the tubing on the exit site of the drain line. This was likely caused by the user. It is recommended that when applying sutures the operator cuts the excess suture away from the drain line. This limits the chance of cutting into the drain line and creating a leak. The root cause cannot be determined from the information provided. Pfm medical, inc. Will continue to monitor for similar complaints.

Event description:
Customer and patient reported bubbles present in the drain line throughout the entire drainage procedure. Catheter was placed during the week of (B)(6) 2018. Physician noticed a slit in the catheter close to entry site on (B)(6) 2018. Catheter was removed. Account will wait for patient to heal and potentially place another catheter. Customer was not sure if the slit was caused by anything done by the physician or staff.